Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet bionic pancreas and requested to return the pump; the user stated they had discussed the lows with clinical support and that the events persisted, and they routinely snack at night and do not plan to stop. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were provided, and the field team was engaged to seek a solution. Investigation included case review and assessment of user-reported behavior patterns related to nighttime snacking. Investigation of this case revealed that a device malfunction was not established and that the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.